Event description:
A balloon detached upon removal following successful valvuloplasty of a calcified lesion. Upon completion of the valvuloplasty the balloon was successsfully deflated, however resistance was met upon withdrawal through the introducer sheath. Continual attempts to remove the balloon catheter against resistance resulted in the balloon detaching from the catheter shaft. Since a portion of the balloon was visible through the introducer sheath, forceps were used to grasp the detached balloon segment successfully for retrieval without incident. The pt's condition is good. This device was returned, evaluated and retained by this MFR. The engineering eval revealed the balloon catheter shaft. Forcep marks were noted on the proximal bond of the balloon. The balloon was examined and found to be intact. Co's follow up revealed resistance was encountered during balloon catheter removal. It was also indicated the lesion was calcified. Therefore, co believes that user technique and/or pt anatomy may have contributed to this event. Co's direction for use state: "when withdrawing the catheter, application of suction to the balloon lumen and twisting of the catheter counterclockwise will cause the balloon to fold back around the catheter for less traumatic removal">